Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. There was no indication or allegation of a device malfunction contributing to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of the article, "transcatheter aortic valve implantation for stenosed and regurgitant aortic valve bioprostheses" by dr. Muhammed z. Khawaja et al., the following event was identified as pertaining to an edwards device: this (B)(6)-y-o female patient with a carpentier-edwards valve, implanted in the aortic position for approximately 18 years, underwent a valve-in-valve procedure due to degeneration and a flail leaflet leading to grade IV regurgitation. The indication for initial replacement was nonrheumatic aortic stenosis. Transcatheter aortic valve replacement was performed via transfemoral access. The patient was discharged on pod #6.